Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. However, some x-rays and medical records were received. When completed, the eval summary will be submitted in a supplemental report. This is the same pt/event as: 2249697-2012-01432.

Event description:
It was reported that: the pt claims she hurts, has softly swelling, and her blood work is elevated (probably cobalt levels).